Manufacturer narrative:
H6 evaluation codes: were updated based on additional information received method code (annex b) remove b17 and add b13 result code (annex c) remove c20 and add c19 conclusion code (annex d) remove d15 and add d14 it was reported that while in use on a patient, this ht70 ventilator had a system error. The ventilator was not made available to medtronic for evaluation. The evaluation was performed by non medtronic personnel. Tokibo (tkb) inspected the ventilator and could not duplicate the reported issue. The investigation found the device to function normally as expected. Further action was not required because the event had tested in spec/performed as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this ht70 ventilator had a system error. There was no injury to the patient.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan. Medtronic personnel reported event to manufacturer on behalf of the customer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.